Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was told that the implantable cardiac monitor (icm) "episodes were not being detected due to low battery". The patient was informed about the battery behavior and device functions. The device remains in use. No further patient complications have been reported as a result of this event.